Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device; however the issue could not be resolved. The device was explanted on (B)(6) 2012 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).